Manufacturer narrative:
Date is approximate. Other relevant device(s) are: product ID: 3889-33, serial/lot # ,(B)(4) ubd: 19-jan-2014, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had one replaced in 2012 due to impedance in the lead, but since replacing in 2012, everything had been fine. No patient symptoms were reported. No further complications were reported or anticipated.